Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic due to a vibration alert. Device interrogation indicated crosstalk episodes. Reprogramming was performed.